Manufacturer narrative:
Lot no: the customer provided lot l3064642. No records found under this lot number. The device is not available for investigation. If additional information is received, a supplemental report will be submitted.

Event description:
The reported event involves a plum set that leaked a chemotherapy drug, adriblastina when patient infusion ended. A medical staff changed the normal saline flush and found the chemotherapy drug liquid seeping out of the air vent hole when the cap was closed. There was patient involvement, but no report of an adverse event or harm, or delay in critical therapy.

Manufacturer narrative:
H10: a device history review for lot# 4186668 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information in d4, h4, and h6.